Event description:
The facility representative reported a colleague infusion pump with a 403.317.871.0000 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 6.13.92.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code was confirmed and reproduced during product evaluation. The assignable cause was a defective user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct the reported condition. Should additional information become available a follow-up medwatch will be submitted.